Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional inform obtained: what is the severity of the burn or injury? Second grade. Are there expected long-term effects from burn or injury? No. What medical intervention was used to treat the burn or injury? (Such as save or stitches). Are there expected long-term effects from burn or injury? The doctor informs us today that at 15 days of the intervention they had to reintervene the patient by a post amidalectomia bleed right on the side where the product failed. Today the patient is recovered and without sequelae. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of protective measures were put in place to protect the underlying tissue from the active blade and distal shaft of the device? Were retractors or gauze/sponges used to protect the patient's mouth during the procedure? Approximately how much blood loss did the patient experience as a result of this issue? What power level adjustment was used during the procedure? How long has the surgeon been using this device? How many years? How many times has the surgeon used this device for this type of procedure?

Event description:
It was reported that the ent specialist has performed an amidalectomia and the vastness of the product has caused burns to the mucosa inside the mouth and on the lips of the patient who was a child. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information requested and the following was obtained: what kind of protective measures were established to protect the underlying fabric of the active sheet and distal shaft of the device? Contact the marketing specialist in my area we confirm that there is no indication to take this type of precaution. Were retractors or gauze/sponges used to protect the patient's mouth during the intervention? Proceeded as usual. Approximately how much blood loss did the patient experience as a result of this problem? This data was not quantified. What power level adjustment was used during the procedure? The same as usual. How long has the surgeon been using this device? Is a device that is not usually available in this hospital. How many years? No year how many times has the surgeon used this device for this type of procedure? This data is unknown. Are regular users of harh23. It is difficult to contact the customer in the covid context.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2020. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries.